Event description:
The customer reported to olympus the colonovideoscope big wheel is stiff. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the air/water tube, air/water cylinder and in the jet tube, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was whitish foreign material in the air/water tube, air/water cylinder and in the jet tube. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the video connector had corrosion due to water leakage. It was also observed that the grip was shaved. It was observed that the forceps channel port had a dent. It was also observed that the suction cylinder had no color. It was observed that water tightness was lost due to a crack on the scope connector cover unit and due to pinching on the bending section cover. It was also observed that the objective lens and the light guide lens had a crack. It was observed that the connecting tube had buckling. It was also observed that water tightness was lost due to deformation of the light guide connector. It was observed that the universal cord and the video cable had a wrinkle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video connector case, flexibility adjustment ring, switch box, right and left knob, up and down knob and on the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The whitish foreign material was unable to be identified. No physical damage was reported to air/water tubes, air/water cylinders or auxiliary water tubes. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.